Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 5304996. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by a customer that while observing a new staff member perform insertion of an hdc device, a huge safety concern was observed upon removal of the device. After the device was withdrawn, the internal sharp needle was visibly exposed. The protective cap that is designed to cover the needle was found displaced inside the device, resulting in full exposure of the sharp. Complaint via email. Please read the report and send your questions to the reporter and the shipping instructions to the person holding the device. Cc everyone in the responses. Reporter: xxxxxxx medical device problem report to vendor request for lot/complaints review alberta mdip # (B)(4) device available for investigation: no please see the below device problem report. No serious harm was reported. Unfortunately, the device is not available for investigation. A production lot review (when lot number provided) and a summary report of complaints, problems and incidents (including level of harm) associated with this device is requested, to be provided within ninety (90) days. Next steps ¿ your actions please reference the xxxxxxxxxxxxxxx in all communication associated with this mdip and copy me in all communication. Provide your file/reference number for this mdip report. Please send me the final report and copy the primary clinical contact and manager (see names below), as well as xxxxxxxxxxxxxxx provide replacement or credit details as appropriate, and advise once credit or replacement has been completed. Please do not reach out with automated, redundant or unnecessary questions about the problem, event or device. Should you require information that has not already been provided in order to help the investigation and/or improve the device or its manufacturing, please send me those specific questions. Ongoing feedback about this device will be tracked and trended. Should additional important information about this device or problem become available, this information will be shared with you. Thank you for participating in the xxxxxxxxxxxxxxxxxx safety incident or problem reporting and investigation process. Please contact me if you have any questions. Sincerely, ahs mdip report incident or problem information alberta mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2026 site name/location: xxxxxxxxxxxxxx level of harm: alberta optional report to xxxxxxxxx: incident details: while observing a new staff member perform insertion of an hdc device, a huge safety concern was observed upon removal of the device. After the device was withdrawn, the internal sharp needle was visibly exposed. The protective cap that is designed to cover the needle was found displaced inside the device, resulting in full exposure of the sharp. Picture sent to manager and materials management.